Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the monitor external csf drainage system (unknown catalog#) malfunctioned while in use. While the nurse was transducing the monitor evd to get hourly intracranial pressure (icp), cerebrospinal fluid (csf) leaked onto the nurse's hands. A crack was noted on the stopcock component of the evd opposite of where the transducer is. Neurosurgery assessed the evd at bedside and advised the nurse to place tegaderm over cracked portion until able to replace. No patient injury or significant delay to treatment occurred.

Manufacturer narrative:
The monitor external csf drainage system was not returned for evaluation and no photos were provided to confirm the reported condition and to determine a definite root cause. Additionally, the device history record (DHR) review was not possible because the product lot number was not provided. Although the lot number was not provided, 100% of the devices are leak-tested during the manufacturing process to prevent the release of defective units. From the description provided, it seems that the reported stopcock is the patient line stopcock (the stopcock that regulates csf flow from the patient). A potential root cause is product coming into contact with incompatible substances such as eeg-adhesive removing solvents/ collodion remove. The product IFU (instructions for use) does caution users of such risks, and specifically contains the following precaution: ¿contact with collodion remover, acetone, and/or any other incompatible substances with product material may affect the integrity of the device, causing cracks and potential leaks on plastic components¿. The initial complaint information form received on 9/17/2024 stated that there was no patient injury or death; however, on 10/11/ 2024, it was reported that the patient had expired due to elevated icp and multi-organ system failure. Additional information was requested to determine if there was any relation between the reported incident and the patient¿s demise. The unit supervisor of the neuroscience intensive care unit replied that the reported event was not the cause of death, and that the patient was already very sick. If the device is returned or additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h11. Additional information was received indicating the following: 1. Please provide the catalog number of the monitorr device. A. Unknown. 2. What is the date of the incident? A. (B)(6) 2024 3. What is the lot number? A. Unknown. 4. Was there loss of csf into surrounding tissues? A. No. Csf loss around failure site. 5. How much csf leaked during the incident (if an exact amount cannot be provided, please provide an approximate: small amount, moderate, etc.)? A. Approximately small amount. Failure was caught quickly. 6. Please provide patient outcome, or status of the patient. A. Pt expired. Elevated icp¿s. Multi-organ system failure. 7. Was the patient evd replaced? A. Yes. 9. Is there any indication that the patient death was related to the reported condition? A. No. The patient was already very sick. It didn¿t help, but it wasn¿t the cause of death.